Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the site encountered repeated recoverable error 23065 on universal surgical manipulator (usm) #2. A strange cracking metallic noise was heard when inserting the instrument. The intuitive surgical inc. (Isi) technical support engineer (tse) confirmed the error pointing to usm axis 3. Prior to calling into tech support, the site had tried a different instrument on usm2 with the same results. The other arms were working fine. Hard power cycle did not resolve the issue. The surgeon continued the procedure only with 3 arms. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse tightened a screw that was loose on the universal surgical manipulator (usm)2's rail. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device contributed to the customer reported issue.